Event description:
It was reported that customer experienced broken pump screen and was no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor coordinated replacement pump to resolve issue, with no additional information available about further actions or outcome.